Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door, determined to be caused by loose link screws. The eval found that the device alarmed door not fully latched, which corresponds with the reported symptom. The link screws were replaced.